Event description:
Reportable based on device analysis completed on 26mar2024. An embold fibered detachable coil system was selected for use in the embolization procedure. Prior to breaking the proximal release perforation, the physician could feel that the coil had detached within the microcatheter. The coil and microcatheter were removed as one unit without issue. The coil was replaced, and the procedure was completed successfully. There were no reported patient complications. However, device analysis revealed the distal coupler was detached from the coil.

Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. Returned product consisted of a delivery wire and a severely damaged, stretched coil. Microscopic analysis showed that the perforations were intact. The delivery wire was returned with no damage. The distal and proximal couplers were attached to the delivery wire via the pull wire. No damage on the delivery sheath and delivery wire were noticed. The couplers showed no damage. The coil was severely stretched and separated from the distal coupler. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.